Event description:
It was reported that this pacemaker reverted to safety mode. This was discovered prior to procedure, while the pacemaker was still in packaging. This pacemaker was not implanted. There was no patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode. This was discovered prior to procedure, while the pacemaker was still in packaging. This pacemaker was not implanted. There was no patient involvement.